Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report#: 1627487-2018-11684. It was reported the patient experienced pain and bleeding following a trial lead procedure on (B)(6) 2018. As a result, the patient presented to the ER later that day. Follow-up information revealed the patient was treated for symptoms and the issue was resolved.